Event description:
It was reported that the console had overheating and a burning smell. There was no patient involvement.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was serviced onsite by a field service engineer (fse). During functional evaluation, the fse reported smoke smell and something burning, and identified that the debris shield was causing smoke smell. The reported allegation was confirmed. The fse replaced the debris shield, which resolved the issue. The console is now working as expected. The damaged debris shield could have affected the device performance leading to the event experienced by the customer.

Event description:
It was reported that the console had overheating and a burning smell. There was no patient involvement.